Manufacturer narrative:
(B)(4). Date sent: 03/03/2020. D4: batch # t5ec0c. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an open pancreaticoduodenectomy, the device was used at the distal stomach. The staples at the distal end and the middle part of the cartridge were loosely formed (unformed) at the first firing on the stomach. The surgeon cut the stapling line and anastomosed the stomach and the jejunum as planned. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The patient is stable. The surgeon had experience in using linear cutters. No further information is available.